Event description:
During surgery, the extender was tried to remove from the post screw, however, the shaft turned around, although it should be fixed then it was found broken.

Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.